Event description:
Allergan aesthetics received a report of a patient treated the abdomen, infra-scapular, and flanks on (B)(6) 2018 with coolsculpting may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolscupling to the flanks / hips on (B)(6) 2018 and upper abdomen on (B)(6) 2018 using the cooladvantage applicator and may have developed paradoxical hyperplasia (pah/ph). Diagnosed on (B)(6)2023 with paradoxical adipose hyperplasia (pah) to the upper abdomen and bilaterial flanks by medical professional.

Manufacturer narrative:
Additional information: b5 description of event or problem, d1 (brand name), d4 serial number, d4 unique identifier (UDI) number, a4 weight, a4 weight units, and a6 race.additional information obtained from cef.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 7/18/2023. Clarification to b3 partial date of event: 4 months post treatment was provided.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen and bilateral flanks on (B)(6) of 2018 using cooladvantage coolcurve+ system applicator, who developed paradoxical hyperplasia (ph) after treatment.